Event description:
Manufacturer received device tracking information indicating that patient underwent ncp system replacement due to a "dead battery" and a "broken lead." Follow up with treating physician revealed that during revision surgery, a lead break was visualized by the surgeon. Both the generator and lead were replaced. During the surgery, the generator was found to be implanted sub-pectorally. A bony growth had to be removed for the generator to be explanted. The patient tolerated the procedure well. The explanted products were discarded and will, therefore, not be returned for analysis. No serious injury was reported.

Manufacturer narrative:
Device malfunction is confirmed, but did not cause of contribute to a death or serious injury.